Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that through analysis, the issue could not be replicated. 3d spins and auto transfer successfully performed. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the 3d spin would not auto transfer to the navigation system. The site tried to manually upload the image, but was unable to. The site then chose to take another spin. This secondary spin was able to auto transfer to the navigation system. There was no patient impact reported.

Manufacturer narrative:
Surgical delay information received. The delay was reportedly less that 10 minutes. If information is provided in the future, a supplemental report will be issued.